Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified right common femoral artery (rcfa) using the preclose technique prior to an interventional procedure. The arteriotomy was 8fr. Reportedly, the first proglide device was deployed successfully. An unknown device failure occurred with a second proglide device. A third proglide device was successfully deployed; however, when removing the device it appeared to be stuck, but eventually was removed from the patient's artery. After removal, the device appeared to be broken. Surgical interventional was performed. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The foot plate did not close with the second proglide device. The foot plate of the third device appeared to be broken; however, still attached to the device. No additional information was provided.